Manufacturer narrative:
Manufacturer's report date: 04/08/2009. Patient information requested, and all available information is included.

Event description:
The date of event is unknown. Customer reported the set was primed without issue and about 15 minutes after the infusion started, it was noted that the set was leaking from an unspecified location at the pumping segment. There was no patient harm. Although requested, no additional information was available.